Event description:
The hcp reported a pt with a granuloma at the catheter tip. The granuloma was discovered by MRI. The only pt symptom was an increase in pain despite increases in the dose of medication. The catheter is scheduled to be removed. The surgeon has not decided if another catheter will be placed at a different level or if the system will be totally explanted. The drug used in the pump is a mixture of dilaudid 100 mg/ml at 27 mg/day. Bupivicaine, and clonidine (the concentration and dose of bupivicaine and clonidine was unk at the time of the call). Add'l info has been requested, but was unavailable on the date of this report.